Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation. (B)(4). Sv 3.1f. On may 02, 2022 customer returned pump for an alleged cracked case and battery tube damaged. Pump received with multiple cracks on the case and cracked battery tube threads. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. Cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.